Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reports experiencing dry eye along with eye pain and tearing/watering after using the device, soft contact lenses. The patient also states that he had blurred vision for approximately one week after experiencing the initial symptoms and he believes the lenses caused an eye infection that was treated with antibiotics. The patient sought medical treatment at his eye care provider, specsavers llanelli where he presented with redness and discomfort in the left (os) eye for three days. The patient had a small inferior corneal lesion with mild staining and was advised to use chloramphenicol with thealoz duo. The patient was seen two weeks later with pain and photophobia after resuming lens use. The patient had diffuse and faint epithelial staining ou and was advised to use chloramphenicol. The patient was seen one week later with painful, red eyes after resuming lens use, the patient had diffuse corneal epithelial staining and was advised to use intensive lubricants (vita a) and discontinue lens use until two day follow-up care visit. At follow-up the patient states symptoms were improving but was still photophobic. Vision improved but diffuse corneal epithelial staining remains. The patient was referred to the hospital eye services for further care. The patient was seen at glangwili general hospital, tysul eye unit where he was diagnosed with bilateral significant dry eye and prescribed a steroid and eye lubricant with instruction to return for follow up in two weeks. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, and unknown resolution.